Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately high. The reporter alleged obtaining a reading of "7.5mmol/l" and "5.5 mmol" on a lab reading within 10 minutes of each other. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=0.67mmol/l or <=15% obtained within 20 minutes of each other. This complaint is being reported because, the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specification and was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.